Event description:
Boston scientific received information that this left ventricular (lv) lead when pacing, was being felt in the atrium. As a result, the leads programming was changed to no longer pace to alleviate pacing in the wrong chamber of the heart. Later a lv lead revision was done as the lv lead was found to have dislodged. The lead was successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.